Manufacturer narrative:
Return of the suspect defective part is anticipated. Evaluation of the defective part will be included in a follow up report upon its return and investigation completion.

Event description:
The customer reported that the locking mechanism on the neck does not lock on their epiq cvx ultrasound system. It is unknown at this time if the system was mobile when failure occurred.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.

Manufacturer narrative:
This was initially reported as unknown if the system was in motion at the time of the failure. Additional information received reported it was stationary. The actual failure indicated in this event is not likely to cause or contribute to a serious injury if it were to reoccur.